Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: what does the surgeon believe was the etiology of the abscess? Micro-leak from the staple line. How long after the initial procedure did issue occur? Unsure but based on what I¿ve been able to ascertain, it was 11 or 12 days. What color cartridges were used? Black was buttressing material used? Yes did the patient present with any other symptoms besides pain? Not known were there any staple formation issues noted throughout the care of patient? No what is the current patient status? Unknown

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What does the surgeon believe was the etiology of the abscess? How long after the initial procedure did issue occur? What color cartridges were used? Was buttressing material used? Did the patient present with any other symptoms besides pain? Were there any staple formation issues noted throughout the care of patient? What is the current patient status?

Event description:
It was reported that the surgeon states that a patient who received a sleeve gastrectomy presented to the ER with pain. Patient had a CT scan and upper gi that both came back as normal. Exploratory lap was performed during which an abscess was discovered near the fundus of the stomach. It was repaired. Patient is currently recovering.